Event description:
The patient reported that the reactive system aggravated his increased chronic lower back pain ( clbp) and requested that the device be removed. The patient reported stopping the use of the device for two weeks, and he noticed improvement in his sleep and a decrease in his clbp aggravation. The clinical specialist interrogated the device on the day of the explant and confirmed that it was working as intended and fully functional. The reactive system was removed without any complications. There was no report of patient harm or injury. The device was not returned for analysis.

Manufacturer narrative:
Mml# c-01913.

Event description:
The patient reported that the reactiv8 system aggravated his increased chronic lower back pain ( clbp) and requested that the device be removed. The patient reported stopping the use of the device for two weeks, and he noticed improvement in his sleep and a decrease in his clbp aggravation. The clinical specialist interrogated the device on the day of the explant and confirmed that it was working as intended and fully functional. The reactiv8 system was removed without any complications. There was no report of patient harm or injury. The device was not returned for analysis.

Manufacturer narrative:
(B)(4). The device history record was reviewed. No relevant nonconformances were found. The user log was also reviewed, and it was confirmed that the patient was not compliant with the prescribed therapy. Updated h6.